Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was to be used during an endoscopic sphincterectomy (est) procedure. According to the complainant, they attempted to advance the pre-loaded guidewire into the device bile duct and the guidewire could not be advanced out the distal end of the catheter, it was then noted that the catheter had a kink. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was to be used during an endoscopic sphincterectomy (est) procedure. According to the complainant, they attempted to advance the pre-loaded guidewire into the device bile duct and the guidewire could not be advanced out the distal end of the catheter, it was then noted that the catheter had a kink. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the distal tip was cut. A functional evaluation found when advancing a guidewire through the guidewire channel, the guidewire advancement was stopped at the distal tip due to the cut. Also, it was difficult to backload the guidewire through the cut tip. The condition of the returned incident device was consistent with the complaint that the guidewire could not be advanced out the distal end of the catheter. Although we did not confirm the complaint that the catheter had a kink, the customer most likely reported the cut in the catheter as a kink. During manufacturing, tome devices are 100% inspected so the cut distal tip is likely due to procedural factors. Therefore, the most probable root cause is operational context.